Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that bubbles were drawn in the device. The sheath was prepared outside of the patient and inserted. Dilator extracted and when inserting the farawave catheter, physician observed many bubbles while aspirating at the side port. Many aspirations were attempted but air could not be cleared. The device was replaced and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, dissection, and microscope inspection. No outer abnormalities were observed. Leakage and a steady flow of air were observed during leak and aspiration testing, respectively. The sheath's handle cap and valve hub cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of malfunction can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. The reported clinical observations were confirmed by the analysis results. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the initial MDR in blocks d4 unique identifier (UDI) # and e1 initial reporter address 1.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that bubbles were drawn in the device. The sheath was prepared outside of the patient and inserted. Dilator extracted and when inserting the farawave catheter, physician observed many bubbles while aspirating at the side port. Many aspirations were attempted but air could not be cleared. The device was replaced and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.